Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-42952.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she did not think that the insulin pump was delivering the correct amount of insulin, and she had the device replaced. She declined troubleshooting assistance for the matter. The blood glucose reading was 536 mg/dl, which was treated with manual injections. Nothing further reported.